Event description:
It was reported that the patient experienced an event where the infusion set cannula was found bent on 21 apr 2026, which resulted in hyperglycemia. Treated with an insulin pen.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.